Event description:
It was reported that a flogard infusion pump presented the f-27 alarm. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician.  A review of the alarm log identified an occurrence of the f-27 alarm, confirming the reported condition. The device was visually inspected and functionally tested. The cause of the f-27 alarm was determined to be a faulty battery.  To correct the condition, the battery was replaced.  The device was serviced and restored to a good working condition.  Should additional relevant information become available, a supplemental report will be submitted. A review of the alarm log identified an occurrence of the alarm code f-27, confirming the reported condition. The assignable cause was due to the defective/inoperative main batteries. The main batteries were replaced. No further action was required.